Manufacturer narrative:
Date of event. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 50ml syringe luer-lok¿ describes it as a 50 ml syringe but the gudid site entry shows it to be a 60 ml syringe. The following information was provided by the initial reporter: material #:309653 lot#:unknown. It was reported by the customer that "the marketing description describes it as a 50 ml syringe but the gudid site entry shows it to be a 60 ml syringe. " verbatim: bd1- verbatim: we have purchased your product number 309653, 50 ml luer lok syringe, from a distributor and while creating the file for the item noted that the marketing description conflicts with the gudid site listing for this item; the marketing description describes it as a 50 ml syringe but the gudid site entry shows it to be a 60 ml syringe. I just wanted to confirm whether the usable volume for the syringe is 50 or 60 ml. (Also, noted on the syringe itself as well as the gudid site, the syringe is described as a 2 oz syringe with markings at ¼ oz marks; this would tend to indicate the usable draw would be 60 ml instead of 50 ml.) Could you confirm what is the usable / fill volume for this particular item?

Event description:
It was reported that the bd 50ml syringe luer-lok¿ describes it as a 50 ml syringe but the gudid site entry shows it to be a 60 ml syringe. The following information was provided by the initial reporter: material #:309653 lot#:unknown. It was reported by the customer that "the marketing description describes it as a 50 ml syringe but the gudid site entry shows it to be a 60 ml syringe." Verbatim: bd1- verbatim: we have purchased your product number 309653, 50 ml luer lok syringe, from a distributor and while creating the file for the item noted that the marketing description conflicts with the gudid site listing for this item; the marketing description describes it as a 50 ml syringe but the gudid site entry shows it to be a 60 ml syringe. I just wanted to confirm whether the usable volume for the syringe is 50 or 60 ml. (Also, noted on the syringe itself as well as the gudid site, the syringe is described as a 2 oz syringe with markings at â¼ oz marks; this would tend to indicate the usable draw would be 60 ml instead of 50 ml.) Could you confirm what is the usable / fill volume for this particular item?

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1911916-2022-00407 was sent in error. General dissatisfaction is not considered to be a reportable malfunction. MFR#: 1911916-2022-00407 is void as a result.